Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform reload was analyzed and found to have lodged staples wedged in between the reload in front of the exposed knife. A visual inspection confirmed there are two lodged staple(s) ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. The reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from in between the reload and the shuttle was fully deployed. The knife was inspected and found indented. No potential fragments found. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. The complaint was confirmed by failure analysis. Isi also received the sureform 60 stapler instrument to perform failure analysis. The instrument passed all tests that were performed. The instrument was fully functional. The probable root cause is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument did not seal when it was supposed to. The procedure was completed with no reported injury.